Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services (bcs), the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. The nurse thought that cause of peritonitis may have been related to a c. (Clostridium) difficile infection, but could not confirm this information. Treatment was not reported. On (B)(6) 2012, the patient recovered from the peritonitis and was discharged from the hospital. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for h11l02025 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.